Manufacturer narrative:
The device remains in service pending a replacement procedure. This report will be updated when additional information is received.

Event description:
Boston scientific received information that during a routine device follow-up, interrogation revealed this device had recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The meaning of the code was explained and the patient and physician agreed to schedule a replacement procedure for in the near future. The patient declined to be admitted to the hospital for an immediate replacement. No adverse patient effects were reported.

Manufacturer narrative:
The explanted device was not returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was later explanted and replaced with a non-boston scientific device. No additional adverse patient effects were reported.